Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their pump started alarming last week, and it sounded ¿like a little truck that was irritating'. The patient stated that at first they thought it was their ptm (personal therapy manager), so they changed the batteries but then determined that the alarm was coming from the pump in their stomach. They then went in on friday and their healthcare provider determined that their pump was empty, so they refilled it, reset it, and told them to schedule refills in advance. Over the weekend, the pump was still alarming, so they went back to their healthcare provider¿s office earlier today and they said ¿everything looked good, and it is filled, and he reset everything, and he showed me everything looked good with no signals that anything was going on' on his clinician programmer. The patient stated that it was a dual-toned alarm every 16-20 minutes that they were hearing. On the call, the patient stated their pump started alarming and the agent heard it through the phone and the alarm was the critical/dual-toned alarm. The patient stated that their healthcare provider told them to call in about silencing the alarm. The agent revie wed considerations, redirected the patient to their healthcare provider, and reviewed resources available for their healthcare provider. The patient stated that they would call their doctor right back after speaking with the agent and understood that the healthcare provider could call technical services for assistance with silencing the alarm.